Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittently after temperature exposure. The electrode condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration between and across some electrical components. This device had moisture that exceed the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant test data, it is determined that this device was non-hermetic and that the root cause of the excessive moisture was a leak through the feedthru seals. A corrective action was implemented. This is the final report.

Manufacturer narrative:
The recipient's activation reportedly went well.

Event description:
The recipient will reportedly pursue revision surgery due to intermittent lock issues. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.